Event description:
On (B)(6) 2012, the pt was implanted with three comformable gore tag thoracic endoprostheses to treat a descending thoracic aortic aneurysm. The devices were implanted, an angiograph confirmed satisfactory seal, and the procedure concluded without complication. Thirty minutes post-procedure, the pt went asystolic and expired. The physician suspects the cause of death to be a possible rupture proximal to the implanted tag graft system.

Manufacturer narrative:
Additional ctag devices included in this report: (B)(4); (B)(4). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to vascular trauma and death.